Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error (open book image) alarm, unresponsive keypad, and rewind anomaly due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump kept saying it stopped giving insulin, rewind required message. The insulin pump worked for a few minutes and it rewound again. The keypad was unresponsive. The insulin pump alarmed critical pump error. Customer's blood glucose level was 171 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.